Event description:
Plaintiff was employed as a nurse's assistant and wore and was exposed to latex gloves made by various manufacturers. Plaintiff alleges suffering from the following symptoms: chest pain and tightness; dyspnea; facial, chest and arm rashes; vesicular skin rash on hands; nasal inflammation, fatigue, weeping red eyes; and eczema. Plaintiff alleges developing a latex allergy.